Event description:
Additional information was solicited and obtained through follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. The patient did present to the emergency room (ER) on (B)(6) 2018 with abdominal pain and fever and subsequently diagnosed with peritonitis. Pd effluent cultures resulted positive for gram negative bacilli. The patient was prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). The patient was discharged from the hospital less than 24 hours after admission. The patient has since recovered from the peritonitis and continues pd therapy on the liberty select cycler.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient¿s abdominal pain and fever with subsequent diagnosis of peritonitis and pd therapy with the liberty select cycler and cycler set. However, there is no documentation in the file to show a causal relationship. Additionally, there is no allegation of a machine malfunction against the liberty select cycler or a leak with the cycler set for this event. It is unknown if the patient was practicing proper aseptic technique while completing pd therapy. Based on available information, a cause of the peritonitis cannot be confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: there is a temporal relationship between the patient event of cramps and shortness of breath and pd therapy on the liberty select cycler as the patient was in active treatment at the time of the event. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. Additionally, there is no allegation of a malfunction or report of deficiency against the liberty select cycler. Based on the limited information available, a cause of the adverse event cannot be determined.

Event description:
Peritoneal dialysis patient requested from technical support during drain 2 of 4, drain volume 995 ml / 2119 ml assistance with cancelling peritoneal dialysis treatment. The patient was experiencing cramps and shortness of breath. The patient was going to the emergency room. The patient was assisted with canceling treatment. It is unknown if the patient was admitted to the hospital. There is no allegation of a device malfunction. Additional information was solicited.